Event description:
Pt found pulseless at 0530, connected to telemetry. Alarms never sounded. Trends for heartrate do not show any signal being received from 0330. Cardiopulmonary resuscitation unsuccessful.